Event description:
It was reported by the user facility that the reported event (torn capsular bag) is in no way due to the intraocular lens. The tear in the capsule was experienced before the lens was implanted.